Event description:
It was reported that, after a tka surgery had been performed 9 years ago, the patient experienced anterior tibial pain in the last 4 month. A bone scan indicated gns ii non-por tib sz 7 right loosening. This adverse event was solved by revision surgery on (B)(6) 2023 where the tibial baseplate was exchanged. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and did not reveal any defects that would prevent the device from working/functioning as intended. The clinical/medical investigation concluded that, the provided image shows an explanted insert with the tibial component which appears to support the complaint, as no visible cement appears to be adhered to the tibial stem. Based on the limited documentation provided, the reported lack of bone cement/bonding to the tibial baseplate led to the reported tibial component loosening and anterior tibial pain. The patient impact included the symptomatic tibial baseplate loosening and subsequent revision which would include a transient post-operative restorative phase a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that has been identified as a that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. . A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d4 (expiration date), h4 corrected data: d4 (lot number).